Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur. Under possible adverse effects, number 4 states, "loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity."

Event description:
It was reported patient underwent total hip arthroplasty (B)(6) 2012. A subsequent revision was performed (B)(6) 2013 due to loosening of the stem. No further information has been received.